Event description:
It was reported that two (locking compression plate) lcp side plates had issues during surgery and four (locking compression plate) lcp side plates need to undergo evaluation. The surgeon was repairing a hip fracture and placed one (locking compression plate) lcp plate in which the plate would not key. The surgeon then placed a second plate and the second plate would not key either. The surgeon elected to add a compression screw to help maintain rotation and implanted the second (locking compression plate) lcp side plate. After surgery, it was decided to test all the plates present during the case. It was reported that the first (locking compression plate) lcp side plate that the surgeon had problems was able to key. The last four plates were able to key as well. The surgery was completed successfully with 15 minutes delay in surgery. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.